Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced intolerable glare and halos. The lens is scheduled to be explanted. Additional information was received indicating the iol was explanted and replaced for another lens with one diopter less power. The surgeon did not use a cartridge, but folded the lens and inserted it into the sulcus.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).